Event description:
It was reported that a request was made to review the data regarding this left bundle branch (lbb) placed lead. Upon review of the presented electrograms (egm) technical services (ts) noted crosstalk oversensing of the atrial channel. In addition, upon review of a subsequent egm possible undersensing was noted along with loss of capture (loc). Technical services (ts) discussed troubleshooting options and recommended further evaluation of lead location. Additional information stated that further testing was performed and all measurements were within normal range; therefore, continued monitoring was planned. This lead remains in service. No adverse patient effects were reported.